Manufacturer narrative:
Product ID 3889, type lead product ID 3095, product type extension.

Event description:
It was reported the patient was implanted with an implantable neurostimulator (ins) after a successful trial period. When implanted, the patient had a "total loss of efficacy." No therapeutic effect could be achieved. After several reprogramming attempts, therapeutic effect could still not be achieved. The ins was later replaced because the patient experienced pain at the implant site. The patient's status was listed as no injury and no adverse event. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the therapy was still not effective. It was stated the implantable neurostimulator (ins) was suspected of a malfunction because the therapy was effective during the test period and the patient had a lack of efficacy when the ins was implanted. There were no connection issues reported regarding the ins. It was noted the problem remained with the replacement ins. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).